Event description:
A customer reported the adc device "needle was stuck" and remained in the customer's skin. The customer reported experiencing hypoglycemia and was unable to self-treat. As a result, customer received unspecified third-party intervention and had contact with a healthcare professional where an x-ray was taken and removal of the needle was performed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was fully seated. Severed sensor tail was not observed. Inspected the plug assembly, no issues were observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device "needle was stuck" and remained in the customer's skin. The customer reported experiencing hypoglycemia and was unable to self-treat. As a result, customer received unspecified third-party intervention and had contact with a healthcare professional where an x-ray was taken and removal of the needle was performed. There was no report of death or permanent injury associated with this event.